Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2, h6 and h10. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the root cause could not be determined. The legal manufacturer reported that the most probably cause for the reported event is the following: ·the cause of the pointed out phenomenon was the failure of the bi board. ·the cause of the bi substrate failure could not be identified because there was no delivery of the current product. ·it was presumed, however, that 5 years and 8 months have passed since the manufacturing process, it is presumed that it is a normal chronological degradation.

Manufacturer narrative:
The monitor was returned to the service center for evaluation. The customer¿s complaint was confirmed. There was no image when powered on due to a faulty business intelligence (bi) board. The green light (led) confirms that there is power. In addition, there was a crack noted on the bottom right and left side of the bezel. The monitor passed all other functional tests using a test bi board.

Event description:
The service center was informed that during an unspecified procedure, the monitor would not power up. The customer reported that the green light (led) confirms that there is power when plugged in. It is unknown if the intended procedure was completed. There was no patient injury reported.